Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 700 mg/dl. Customer's blood glucose was 295 mg/dl the morning of the call. Customer's blood glucose went up to 452 mg/dl after breakfast. Customer's blood glucose had been fluctuating. Customer mentioned she was using the wrong type of insulin. Customer declined troubleshooting. Device alarmed a battery out limit alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.